Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/9/15: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, metallosis, and metal staining. There was no mention of any pseudotumor. There was no new information that would change the outcome of the investigation. The complaint was updated on:11/2/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2015 - the sales rep has provided revision information. The patient was revised to address pain.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleged the patient suffered pain, discomfort, metallosis, psuedotumors, stiffness, inflammation, metal toxicity and decreased mobility due to the implanted asr hip.